Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified left superficial femoral artery. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.